Event description:
A customer reported that the pump battery was draining quickly. There was no adverse impact to the customer's blood glucose level. The customer declined immediate troubleshooting and opted to acquire a new pump through insurance.